Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit was received for analysis after decontamination (in appropriate packaging). The device was returned in a straight position. Char marks were observed in the distal tip of the device. Continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and test cable. The device was found within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The direction for use states "the catheter impedance led display of the cardiac ablation controller should be continuously monitored during rf power delivery. If a sudden rise in impedance is noted, power delivery should be discontinued. The catheter should be removed and the distal tip of the catheter cleaned to eliminate any coagulum.' (B)(4).

Event description:
It was reported that char was noted at the tip of the catheter. A 7-110-2.5-8-8 k2 blazer prime xp ablation catheter was selected for atrial flutter ablation. During procedure, impedance was noted to have spiked 3 times and heavy char was noted on the tip of the catheter. The tip of the catheter was cleaned; however, the same issue occurred and temperature would not pass 36 degrees. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that char was noted at the tip of the catheter. A 7-110-2.5-8-8 k2 blazer prime® xp ablation catheter was selected for atrial flutter ablation. During procedure, impedance was noted to have spiked 3 times and heavy char was noted on the tip of the catheter. The tip of the catheter was cleaned; however, the same issue occurred and temperature would not pass 36 degrees. The procedure was completed with a different device. No patient complications were reported.